Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The sales rep reported that; "following installation of a valor range nail, I declare an anomaly on the implant in question, which was nevertheless fitted and implanted. The compression screw was never able to engage and perform its compression action. This caused a blockage when the posterior and subtalar screws were inserted". A surgical delay of 30 minutes was reported.

Event description:
The sales rep reported that "following installation of a valor range nail, I declare an anomaly on the implant in question, which was nevertheless fitted and implanted. The compression screw was never able to engage and perform its compression action. This caused a blockage when the posterior and subtalar screws were inserted". A surgical delay of 30 minutes was reported.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.